Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini is giving inaccurate high readings. On september 14, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with metformin oral medication. One year ago, the patient had been given glyburide by mistaken. Her doctor did not want the medication to go to waste so, he advised her to keep the oral medication just in case. On (B)(6) 2010 and (B)(6) 2010, she noticed that her blood glucose readings were abnormally high in the high 100s mg/dl and at time above 200 mg/dl on the subject meter. Based on the alleged elevated readings, the patient began to take her glyburide medication on her own accord. On (B)(6) 2010, the patient developed symptoms described as "sweating, shaky, and clammy." Her husband drove her to the hospital where she initially was tested on the hospital meter at "24 mg/dl." At that same time, the subject meter read "217 mg/dl." The patient was treated with IV glucose and was hospitalize for 24 hours. Since her release from the hospital, the patient no longer takes glyburide on her own accord but was advised to consult with her doctor before taking medication outside her normal diabetes regimen. According to the troubleshooting performed with customer service, the patient did not have control solution to perform a quality control test. Based on the reported reading of "217 mg/dl" obtained on the subject meter verses the "24 mg/dl" obtained on the hospital meter, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacements products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms and received medical intervention with IV glucose for a glucose reading of "24 mg/dl" after she took medication for two days based on the alleged inaccurate high result obtained on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k k061118.(date of birth) information was not provided.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking out of the universal seal. They were inserting grasper and scopes. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.